Event description:
Fh kolbe symptoms: 1. Exhaustion and lack of energy-on waking up in morning full of energy but as soon as out of bed energy disappears and head becomes fussy. 2. Fussy/foggy head with confusion. Distracted and slow thinking and bad short term memory, irritated. 3. Clumsiness and occasional shaking under stress. 4. Legs exhausted and stiff-feel as though they are puffy. 5. Feet puffy. 6. Breathlessness even though oximeter blood oxygen remains in range of 96 to 99%. Throat tight, stomach restricting diaphragm. Nebulising with duolin (morning and evening) has all but eliminated wheezing in throat. 7. Blood pressure generally 150 to 165 systolic, 75 to 100 diastolic. When systolic less, diastolic exceeds 60, symptoms worse. Safety report ID # (B)(4).